Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6411 redeuce pump tubing w/ conn pressure readers within the reservoir was completely flat or half flat, which caused the pump to not run correctly. This was discovered during the case. The tubing was wrapped up and held up to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is misuse or mishandling due to improper connection of the pump tubing.